Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 85378 was returned and analyzed. Visual inspection showed the shaft was kinked and twisted between 1.62 from the tip. The kink and twist were preventing a smooth steerability and insertion. The tip was circular without any damage. In conclusion, the sheath failed the returned product inspection due to shaft kink and twist near the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.